Event description:
Boston scientific received information : during a follow up visit the lead exhibited high impedance (1500 ohms) and high pacing thresholds on the rv lead. The physician performed an invasive procedure because he suspected connector-block set screw problems. The device was implanted subpectorally. After loosening the setscrews he pushed the lead in as far as possible and did several impedance and treshold measurements around 500 ohms so he was happy with that annd closed the patient. Hospital: (B)(6) implant date: (B)(6) 1999 event date (B)(6) 2011. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)